Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect electrode pads and failed impedance testing. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file did confirm the customer's reported error messages. Analysis of reports of this type has not identified an increase in trend.